Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced ventricular tachycardia (vt). The crt-d delivered several anti-tachycardia pacing (atp) and electric shocks. However, the rhythm was not converted and the therapy was exhausted. Troubleshooting options were discussed and recommended. Subsequently, a revision procedure was performed, and the right ventricular (rv) lead was repositioned. Then, a defibrillation threshold (dft) testing was performed and the commanded shock was successfully delivered. No additional adverse patient effects were reported.